Manufacturer narrative:
No pt info provided as no pt was involved in this concern. Lot number not available at time of this report. Device manufacture date dependent on lot number and not available at this time. Part has not been returned for eval as of the date of this report.

Event description:
A medtronic rep reported that the site's open spine clamp screw is stripped on the clamp portion for the spinous process. There was no pt present.